Manufacturer narrative:
The insulin pump was returned for low battery alarm and power error was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then an alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, no unexpected power loss alarms were noted. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer experienced a power loss alarm. It was reported that the customer received multiple power loss alarms, when the battery was out for less than ten minutes. The customer's blood glucose level is reported to be 127mg/dl. Troubleshooting was reported to be done, and the customer is returning the device and having theirs replaced.